Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿obstruction in tube". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "direction for use: visually inspect the product for any imperfection or surface deterioration prior to use. If package is opened or damaged or if any imperfection or surface deterioration is observed do not use. 1. Remove protective cap from drainage tube catheter adapter and connect drainage tube to the catheter. 2. Position hanger on bedside rail near the foot of the bed. 3. Use sheeting slip to secure drainage tube sheet. Important : position drainage tube in a straight fashion from catheter to drainage bag. 4. To empty bag: a. Remove outlet tube from housing : gently squeeze connector arms and pull tube from housing. B. Release clamp and empty bag. C. After emptying reclamp outlet tube and slide connector into housing until connector arms engage. 5. Periodic observation of this system should be made to ensure the urine is flowing freely. If a standing column of urine is observed check for correct positioning of bag and the for physical obstruction. If correct positioning or removal of physical obstruction does not allow free flow, the bag may have to be changed." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the urinary drainage bag had a hard time irrigating bladders postoperatively and clots are getting caught in the tubing.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the urinary drainage bag had a hard time irrigating bladders postoperatively and clots are getting caught in the tubing.